Event description:
It was reported that the rad-8 device has a non working speaker. No patient incident reported, and the unit will engage in monitoring. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the front speaker was distorted and raspy. The rear speaker was functioning as designed. Internal inspection revealed that a small piece of metal was stuck to the front speaker. The front speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.